Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had given failed battery test. Customer stated they had to push the up button more than once. Customer also stated that bump made noise when priming which got louder. Customer also stated that pump stopped middle of the bolus and gave no delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.